Manufacturer narrative:
Other, other text: d10, h3 and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection noted: device received with multiple scratches and dents on both the front cover and the enclosure, missing the plate clip, corroded quick connect, outdated printed circuit board (pcb), outdated power switch, loud pump and heater is corroded. Functional testing found the potentiometer for the over temperature on the pcb is not working properly. Root cause was attributed to the faulty over temperature potentiometer. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. UDI section of d4 is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device failed the temperature test; in which the alarm did not go off during preventive maintenance.